Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported material rupture. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion with mild tortuosity and mild calcification in the proximal right coronary artery. The 3.0 x 48 mm xience xpedition stent was deployed at 8 atmospheres; however, the balloon ruptured and a distal edge dissection occurred. A 3.0 x 38 mm xience prime stent was used to treat the dissection. No additional information was provided.